Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to lens for the left eye was implanted in the right eye. The lens was exchanged for the correct size lens.

Manufacturer narrative:
Secondary surgery. Wrong lens implanted in eye. (B)(4).